Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touch panel did not respond when the customer tried to change the settings. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the issue was observed and was replaced with another ventilator. There was no reported delay in the therapy or medical intervention. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue after rebooting the device. Investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the failure was not confirmed. The technician found that the touchscreen flex circuit successfully passed all resistance tests.

Manufacturer narrative:
The customer called technical support to report that the touch panel was not responding when the customer tried to change the settings. The customer restarted the device, and the issue remained. The manufacturer's product support engineer (pse) evaluated the device and discovered that there was actually a misalignment in the touch position. The pse found that the touchscreen needed to be replaced. A service quote for repair was sent to the customer for approval.

Manufacturer narrative:
The pse determined that the misalignment of the touchscreen resulted in the buttons on the touchscreen being unresponsive when pressed. The pse calibrated the touchscreen, but the issue remained. Therefore, the pse replaced the touchscreen, confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.